Event description:
The customer reported falsely elevated sodium results generated by the alinity c processing module for multiple patients. The one result example provided were: sid (B)(6), initial=163 meq/l /repeated=136 meq/l there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected the module and replaced the cable, ict to ict pre amp resolved the issue. A review of the alinity (B)(6) instrument service history, found no additional discrepant sodium results were reported after the current event was identified. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity cable, ict to ict pre amp associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity cable, ict to ict pre amp. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity cable, ict to ict pre amp.

Event description:
The customer reported falsely elevated sodium results generated by the alinity c processing module for multiple patients. The one result example provided were: sid (B)(6), initial=163 meq/l /repeated=136 meq/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.